Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It clarified that device malfunction was referring to the symptoms that started after implantation. It was reported their was stimulation in anterior chest wall and abdomen and was worse in the cold. Actions and interventions taken to resolve the issue were programming adjustments per patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that in 2015 a device was put in that malfunctioned so in (B)(6) 2016 that device was taken out and replaced with a different product. No further complications were reported.